Manufacturer narrative:
The investigation of purge leak ¿ pump, positioning issues, infection/sepsis, and access site bleeding has been completed. Unable to run the pump in the lab due to open lines. The root cause of the purge leak - pump was not determined since no leak was reproduced on the returned product and returned pump could not be tested due to observed physical abnormality that was not present in the field. The root cause of the positioning issue was not determined due to insufficient clinical details. The root cause of the access site bleeding and sepsis was not determined due to insufficient clinical details. B1 revised to reflect both product problem and adverse event. B2 revised to reflect intervention. B5 updated with additional information received from the clinical site. H6 updated to reflect additional failure modes reported by the clinical site. Instructions for use: impella rp and rp flex impella; rp smart assist system with automated impella controller and rp flex with smart assist system with automated impella controller section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer. ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was further reported that on day four of impella rp flex support a chest x-ray was completed, and rp was repositioned. The next day, the impella had intermittent purge pressure low alarms. Troubleshooting was done. On day 14, the patient was taken to the operating room for rp explant as there was concern for sepsis. All lines were also removed.

Event description:
The complainant reported that the patient on impella rp support developed bleeding at the rp site. Pressure dressing, additional gauze, and angle matching was attempted. New suture placed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed. As noted in the impella IFU: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿